Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a green lcd on the system controller was confirmed. The system controller, serial (B)(6), housing was opened to assess the extent of the fluid ingress. The controller contained dark green fluid ingress on the housing, main pcb, lcd pcb, lcd, and power cables. The controller had slightly high resistances during continuity testing. The fluid ingress and wire fatigue did not affect the functionality of the controller. No alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the green lcd was determined to be fluid ingress; however, a root cause for the fluid ingress was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller housing, connectors, and cables. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the liquid crystal display (lcd) display on the patient's system controller was "an odd shade of green" and it was "barely visible to read the messages". Patient was issued a new system controller and the affected controller was exchanged without issue.